Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated he changes his pouch every 2 days, cleans with (B)(6) soap, applies (B)(6) power to the irritated area, blots the area with (B)(6) protective barrier wipes and he also uses (B)(6) cohesive seals. An investigation was conducted and through the analysis of complaint data a specific root cause could not be determined. No additional pt/event details have been provided to date. Should additional info become available, a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
An end user called in and stated the adhesive tape was causing irritation to his skin a quarter of an inch from his stoma on the right lower side.